Manufacturer narrative:
Based upon the severity level and lot quantity, a DHR review is not required. However, the DHR was requested to review manufacturing records. The lot met all release criteria. Manufacturing records were reviewed and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. One assembled ponsky nbr tube with 2 gauze sheets was returned for evaluation. Visual evaluation was performed. The investigation is inconclusive for a missing obturator, as the device as returned, outside of packaging, did not allow for confirmation that the ponsky kit was not packaged with the obturator or otherwise missing. The definitive root cause could not be determined based upon available information as the complaint could not be confirmed. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model 702 feeding device experienced a missing component. This report was received from one source. There was no patient involvement. Patient age, weight, and gender were not provided.